Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device code - unknown. Expiration date - unknown. Date implanted - 2010. Date explanted - remains implanted. PMA/510(k) number. Manufacture date.

Event description:
It was reported that a patient underwent an initial hip arthroplasty on an unknown date in 2010. Subsequently, the patient reported experiencing low back pain and limited mobility. No revision procedure has been reported.